Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker replaced the device's therapy pcba to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device delivered defibrillation at an unexpected level during testing. In this state the device may deliver inappropriate defibrillation therapy if needed. There was no patient involvement reported with the event.